Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air/water cylinder and air/water channel, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif-1100 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the air and water tube / cylinder had foreign objects. Additional findings include the following: the suction cylinder had discoloration, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the plastic distal end cover had a burn, the bending tube was deformed, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had loose wires. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the foreign objects on the air and water tube / cylinder was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.